Manufacturer narrative:
This report is being submitted to include the product UDI.

Event description:
This report is being submitted to include the product UDI.

Event description:
The manufacturer received information alleging the alice 6, base station system, and alice headbox were used with the sleepsense thermistor sensor on the device which caused burns on the face/cheek area of the patient. The thermistor sensor was reportedly completely worn out and exposed internal wires. There were no reports of medical intervention. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.